Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the machine rebooted several times during a case. The machine reportedly would shut down, stop ventilating for a few seconds and then power itself back up. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The device was checked by a drager service technician on-site and, the special signature of the logged error codes pointed to a malfunction of the subsystem "therapy control unit". The respective pcb was replaced, the anaesthesia workstation passed all consecutive tests and did not exhibit any further malfunctions since it was returned to use. A reboot of the processors onboard the therapy control unit would incorporate a short-term outage of therapy functions for a maximum of 15 seconds. This will be brought to the operator's attention by corresponding alarms. After resuming processor operation the therapy will be continued with the previous settings. No patient consequences have been reported for the particular therapy episode. Drager finally concludes that the workstation has responded to the malfunction of a single component/subsystem. The repair exchange has fully solved the technical problem. The issue is rated as a rare event.

Event description:
Please refer to initial MFR. Report # 9611500-2016-00265.